Event description:
Boston scientific crm received information that this dextrus atrial lead dislodged and was successfully repositioned in a revision procedure. The lead then dislodged again, and was explanted in another revision procedure two days later. A new lead was successfully implanted. No adverse patient effects were reported.